Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device upgrade. During the procedure the set screw of the right ventricular lead was stuck in the header. The header was cut in order to free the lead manually. Prior to the procedure, fluoroscopy of the lead revealed potential externalized conductors which were confirmed on (B)(6) 2018. Testing was successful on the right ventricular lead, so it was reused. Patient condition was stable before, during and after procedure.